Event description:
Pt increased dose to 17.5 nkm but experienced increased pulse. Pt decreased dose to 16.5 nkm and pulse returned to normal. Pt will attempt to increase again. Pt also reported pump sn (B)(4) ran out early on two separate occasions, and one occasion was after pump rate was decreased. Sending replacement pump. No other info available. Reported to (B)(6) by pt/caregiver.